Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced low blood glucose level. Customer's blood glucose value was 50 mg/dl at the time of the incident and then goes to 49 mg/dl. The customer declined troubleshooting for low blood glucose. Device will not be returned device for analysis.